Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal two tampons fell apart leaving pieces inside. Her husband removed remaining pieces however pieces continued to come out of her after removal. She has not experienced any unusual symptoms.